Event description:
A breastfeeding pt experienced severe nipple pain from using an evenflo brand breast pump. They had to discontinue use of the pump and request another brand of breast pump from the local wic program, which solved their problem.